Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. No battery cap and cartridge cap were returned. All testing was performed with test caps. The pump powered up with a test battery cap. The battery cap fully tightened to the pump. No cracks or moisture were found in the battery compartment. The pump was run for 24 hours with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. The alleged intermittent power event was not duplicated during the investigation.